Manufacturer narrative:
The investigation for the optical signal issue has been completed. Data logs were reviewed which confirm that the optical sensor system error message was displayed by console during case start after the console failed optical bench calibration with low snr. The pump is then unplugged and re-plugged into the console eventually completing optical bench calibration before shutting down the console. The console was returned for evaluation. The front panel optical connector was inspected. There was a persistent contamination with in the connector. When a known good pump and purge line was run with console. The console operated as expected. The root cause of the optical signal issue was an air gap between the pump and console at the optical connector. The contamination was not a primary contributing factor to the failure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that when prepping for an impella implant, the automated impella controller (aic) had an optical sensor system error in yellow alarm when the aic was plugged in. The aic was replaced and a new aic was used successfully. No patient harm has been reported.